Manufacturer narrative:
Investigation summary: it was performed the DHR, there wasn¿t quality notification or maintenance found related with this failure. The pictures and sample of product were sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. The foreign matter failure can occur duing the assembly of the hub and shield. This step in the device assembly can cause a misalignment of the parts. One small piece stayed inside the hub.

Event description:
It was reported that bd¿ blunt fill needle sla had foreign matter on the cannula.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057985 , medical device expiration date: 2023-02-28, device manufacture date: 2018-02-28. Medical device lot #: 8199569, medical device expiration date: 2023-07-31, device manufacture date: 2018-07-20.

Event description:
It was reported that bd¿ blunt fill needle sla had foreign matter on the cannula.